Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and lymphoma - alcl - suspected.

Event description:
Patient representative reported for right side "capsular contracture baker grade iii", "suspected alcl", "irregular contours". Histopathological markers confirming alcl have not been received. Device has been explanted.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl-suspected. Upon review of received pathology reports, allergan medical safety determined that there is no malignancy. In addition, the device is not PMA approved and the record is no longer reportable to the FDA.

Event description:
The capsule was sent for pathological testing which observed "no evidence of malignancy". The event of lymphoma-alcl-suspected has been removed from the record and will be unreported. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA.